Event description:
This was a lead extraction case conducted in the or to remove 2 ICD leads (pacesetter-sjm 7122 durata dual coil ICD lead x 2, unknown age) due to a non-functioning lead. Patient was prepped per hrs recommended standards. The first ICD lead was removed manually without tools. The second ICD lead was prepped with a lld-ez and lased with a 16f glidelight successfully extracting it. After the lead and sheath were removed the patient's abp dropped. An effusion was noted via tee. The md immediately converted to an open-chest procedure via sternotomy and discovered a svc tear. The svc was very thin and would tear more with each attempted suture. Unfortunately the patient did not survive the rescue efforts and died on the table.

Manufacturer narrative:
Device was discarded after use.